Event description:
Case description: investigational results: name: novopen echo, batch number: ce0088: the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: fiasp, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information: investigational results added for the suspect. Is nonreportable field updated as no. Malfunction field updated as no. Final report check box was ticked. Expected date of follow report was deleted. Follow up information further investigation comment updated. Imdrf codes b,c,d,g were added. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulin degludec and fiasp. H3 continued: evaluation summary: name: novopen echo, batch number: ce0088 the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl [blood glucose increased] once the cartridge is inserted, the button cannot be pressed [device mechanical issue] novopen echo device, which was not dispensing the scheduled dose correctly [incorrect dose administered by device] hypoglycemia [hypoglycaemia] case description: study ID: (B)(4). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 105 cm. Patient's weight: 17 kg. Patient's bmi: 15.41950110. This serious solicited report from brazil was reported by a consumer as "blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased)" beginning on 13-oct-2025 , "once the cartridge is inserted, the button cannot be pressed(device mechanical jam)" with an unspecified onset date , "novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device)" with an unspecified onset date , "hypoglycemia(hypoglycemia)" beginning on 13-oct-2025 and concerned a 5 years old female patient who was treated with novopen echo pds 328 (insulin delivery device) from unknown start date for "type 1 diabetes", , tresiba (insulin degludec) from unknown start date and ongoing for "type 1 diabetes", , fiasp (insulin aspart) from unknown start date and ongoing for "type 1 diabetes", dosage regimens: novopen echo pds 328: tresiba: regimen 1: unk (varies depending on the patient's diet), regimen 2: 7 iu + additional 3 iu (post the blood glucose reached 510 mg/dl)+3 iu (before lunch) fiasp: regimen 1: unk (varies depending on the patient's diet), regimen 2: 3 iu current condition: type 1 diabetes (duration not reported). Treatment medications included - fiasp flex touch(insulin aspart 100 u/ml). The reporter stated that on 13-oct-2025, the patient woke up with a blood glucose level (blood glucose) of 150 mg/dl and administered 3 units of fiasp and 7 units of tresiba. After 1 hour and 30 minutes, upon re-measuring, the blood glucose level (blood glucose) reached 510 mg/dl. In response to this result, a correction was made with an additional 3 units of tresiba, resulting in a reduction of blood glucose level (blood glucose) to 495 mg/dl. However, before lunch, a new dose of 3 units of tresiba was administered, and the blood glucose level (blood glucose) in-creased to 599 mg/dl. Given the persistence of hyperglycemia, the reporter suspected that the problem was not with the insulin, but rather with the novopen echo device, which was not dispensing the scheduled dose correctly. It was reported that even when set to deliver 3 units, the pen only released a drop of insulin. Initially, the reporter believed there might be an issue with the cartridge, so they re-placed the insulin with a new one, but the device continued to fail to dispense the correct dose. Upon noticing that the blood glucose had reached 599 mg/dl, the reporter obtained an fiasp flex touch insulin and administered 3 units, observing a reduction in glucose levels - the final value was not provided. The reporter also mentioned that their child was experiencing hypoglycemia at the time of the call but considered the situation normal since the child was playing and had not eaten. The hypo-glycemia value was not provided. When asked about possible drops or impacts on the device, the reporter denied such occurrenc-es. They also stated that the dose selector rotates normally and that, without the cartridge, it is possible to press the injector button, but that once the cartridge is inserted, the button cannot be pressed. It was also reported that the patient uses a new needle for each injection, disposing of it properly after use. Batch numbers: novopen echo pds 328: tresiba: requested fiasp: requested action taken to tresiba was reported as dose increased. Action taken to fiasp was reported as no change. Event abated after use stopped or dose reduced for fiasp and tresiba doesn't apply event reappeared after reintroduction of fiasp and tresiba doesn't apply the outcome for the event "blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased)" was recovered. The outcome for the event "once the cartridge is inserted, the button cannot be pressed(device mechanical jam)" was not reported. The outcome for the event "novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device)" was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not reported. Reporter's causality (novopen echo pds 328) - blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased) : possible once the cartridge is inserted, the button cannot be pressed(device mechanical jam) : unknown novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device) : unknown hypoglycemia(hypoglycemia) : possible company's causality (novopen echo pds 328) - blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased) : possible once the cartridge is inserted, the button cannot be pressed(device mechanical jam) : possible novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device) : possible hypoglycemia(hypoglycemia) : possible reporter's causality (tresiba) - blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased) : possible once the cartridge is inserted, the button cannot be pressed(device mechanical jam) : unknown novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device) : unknown hypoglycemia(hypoglycemia) : possible company's causality (tresiba) - blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased) : possible once the cartridge is inserted, the button cannot be pressed(device mechanical jam) : possible novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device) : possible hypoglycemia(hypoglycemia) : possible reporter's causality (fiasp) - blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased) : possible once the cartridge is inserted, the button cannot be pressed(device mechanical jam) : unknown novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device) : unknown hypoglycemia(hypoglycemia) : possible company's causality (fiasp) - blood glucose reached 510 mg/dl and the blood glucose increased to 599 mg/dl(blood glucose increased) : possible once the cartridge is inserted, the button cannot be pressed(device mechanical jam) : possible novopen echo device, which was not dispensing the scheduled dose correctly(incorrect dose administered by device) : possible hypoglycemia(hypoglycemia) : possible